Event description:
Following atherectomy with a diamondback peripheral orbital atherectomy device, the viperwire advance guide wire became trapped in a recently placed stent. Access had been obtained via a retrograde approach, diagonally and the guide wire was placed. One treatment was performed on low speed, a second treatment was performed on medium speed, and three were performed on high speed. Balloon angioplasty was then performed. After the guide wire became trapped, a non-csi catheter was used to remove the guide wire from the patient when the guide wire fractured off a 2 cm fragment. An unsuccessful attempt was made to snare the fragment. A stent was placed, entrapping the fragment and the procedure was completed. The patient was stable following the procedure.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).